Event description:
Blue cap covering port was missing. Attempted to use ventilating bag device, initially ventilating well, then noted to not have chest rise and difficulty ventilating or achieving adequate saturations. This improved upon switching the bag but patient experienced bradycardia requiring intervention. Upon closer look at the device respiratory therapist noted that blue cap covering a port was missing.

Manufacturer narrative:
The blue cap covering the port missing prevented the patient from receiving proper ventilation. The result required the clinician to switch bags and caused the patient to experience bradycardia which required intervention.

Event description:
Blue cap covering port was missing. Attempted to use ventilating bag device, initially ventilating well, then noted to not have chest rise and difficulty ventilating or achieving adequate saturations. This improved upon switching the bag but patient experienced bradycardia requiring intervention. Upon closer look at the device respiratory therapist noted that blue cap covering a port was missing.

Manufacturer narrative:
The blue cap covering the port missing prevented the patient from receiving proper ventilation. The result required the clinician to switch bags and caused the patient to experience bradycardia which required intervention blue cap could have been missed during assembly operations or fallen off into the zip bag packaging the device is shipped in. The missing cap could escape the risk-based sampling plan of incoming inspection for this device. A 2 year complaint history search for hs4000 product identifies zero (0) additional complaints found for missing components. Ra: RMA-20020 rev 2 indicates the severity associated with risk ID r37 "mfg error - component is missing from the packaging" with severity of 7 - extreme.